Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a low power alert occurred, and the pump battery gauge increased from 20% to 40% battery life without being connected to a power source. The pump the subsequently shut down. It was also reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 223 (mg/dl). To address the occlusion alarm, the customer disconnected and reconnected to their infusion site then resumed insulin. The current pump will continue to be used for diabetes management.

Manufacturer narrative:
Occlusion alarms were verified in the pump logs; however, no failure was identified .